Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that the up, down, ok and contrast keys were under responsive to user presses. It was also alleged that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: the keypad was found to be intact; no peeling or other damage was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad was removed and no evidence of contamination was found on the button contacts. There was evidence of moisture found on the display. The pump was opened and moisture corrosion was observed inside the pump on all boards and near the keypad connector. A leak test was performed, revealing a leak at a pump case crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.